Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that post implant impedance was <200 ohms. The pocket was opened and when the leads tested normal via an analyzer, the pulse generator was replaced.